Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control downloaded and reviewed the electronic patient record and observed that the device powered off sixteen times during patient use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their device had unexpectedly powered off multiple times during patient treatment. The customer advised that there was no further details about the patient and the event were available. The were no reports of adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
H6: the battery pins, power pcb assembly, and battery wire harness were replaced and proper device operation was observed through functional and performance testing. The root cause of the reported issue was determined to be due to the battery pins.

Event description:
A third-party service agent contacted physio-control to report that their device had unexpectedly powered off multiple times during patient treatment. The customer advised that there was no further details about the patient and the event were available. The were no reports of adverse effect to the patient as a result of the reported issue.